Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During joint balancing checks, the surgeon observed that the data output of the system for rotation values did not correspond with his clinical rotation estimate. As a result, the surgeon decided the proper course of action was to convert to an alternate unicondylar implant system.

Manufacturer narrative:
As part of normal complaint follow-up, multiple investigations were performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) system. The results of the investigation revealed that the tibial rotational landmark on the bone model was assigned incorrectly, at about a 90 degree angle from the desired location per the application user guide. This was the cause for the surgeon's perception that values were opposite to what he saw clinically. The makoplasty specialist (mps) present at the case was notified of the results of the eval.